Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak at the procedure completion is confirmed; however the one month post CT study shows the endoleak has resolved. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type 2 endoleak from the inferior mesentery artery. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Type 2endoleaks are anatomy related events and are not caused or contributed by the device. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, the physician had difficultly when advancing and deploying the integrated balloon causing the main body (stent graft) to move upward encroached on the lowest right renal artery. The physician decided to use a non-endologix (coda) balloon to pull the stent graft back down to its original position and was able to move it down a couple millimeters. There was an intraoperative type 1a endoleak at the end of the case. After further ballooning the endoleak looked improved and both renal arteries were filling. The patient is doing well and was discharged. Additional information: upon the internal review of the one month post computed tomography (CT) study the type 1a endoleak was found to have resolved and there was a type 2 endoleak from the inferior mesentery artery.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, the physician had difficultly when advancing and deploying the integrated balloon causing the main body (stent graft) to move upward encroached on the lowest right renal artery. The physician decided to use a non-endologix (coda) balloon to pull the stent graft back down to its original position and was able to move it down a couple millimeters. There was an intraoperative type 1a endoleak at the end of the case. After further ballooning the endoleak looked improved and both renal arteries were filling. The patient is doing well and was discharged.